Manufacturer narrative:
(B)(4)

Event description:
The patient's pump medication dose was reduced approximately 50% (type of drug not reported). Four days later, the patient was acting "strangely," but was conscious. The next morning, the patient could not be aroused. The patient was given a 50 mcg bolus of medication; the hcp thought there might have been a slight response to this. The plan was to resume the earlier dose of approximately 110 mcg/day and monitor, the patient for improvement. Additional information has been requested from the hcp, but was not available as of the date of this report.